Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on 22 january 2024, a 34mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer amulet delivery sheath (lot:8708511). No anticoagulant prescribed due a high bleeding risk. Placement was difficult due to challenging anatomy. The patient had a transverse pectineus muscle that interfered during deployment and the posterior-inferior function was not ideal for the laa. The sheath was in the patient for approximately 50 minutes. After several minutes attempting to deploy the occluder, the device was observed to be deformed. The device was removed from the patient where the deformation was confirmed but blood clots were also observed. The delivery sheath had no return flow so it was removed from the patient. A separate huge clot was observed within the lumen of the delivery system. The thrombus had the consistency of jelly. At the time the thrombus was observed, the patient's activated clotting time (act) was 200 seconds. Additional heparin was given. A new transseptal puncture was performed and a replacement 31mm amplatzer amulet laa occluder (lot:8688934) was implanted successfully utilizing a replacement 14f amplatzer amulet delivery sheath (lot: 8871445). The patient remained hemodynamically stable throughout the procedure. There were no reported patient effects and the patient was reported to be stable. There was a delay with no patient effects.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no interaction with cardiac structure and no any angulation/kink noticed in the delivery system, and unknown size for the delivery system was used. Information from the field indicated that an appropriate delivery system was used to deploy the device and that the patient had difficult anatomy. Whether there was interaction with cardiac structures is unknown. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.